Event description:
It was reported by end user that the irc1705 aerosol compressor is leaking onto her hand and arm from the end of the tubing. End user advised uses unit twice a day. End user advised no damage to case or cord and has never been dropped. End user could not provide any further information.